Event description:
It was reported that high capture thresholds and low sensing were observed. X-ray revealed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis was normal. No anomaly was found.